Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d), which is part of an advisory, had been 'rewired due to device malfunctioning'.